Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a possible cerebrovascular accident (cva). On 12/13/2016, the vad coordinator added that the patient suffered a left brainstem infarct. It was last reported that the patient is stable, and being discharged to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported left brainstem infarct could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.